Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for malignant pain and other pain indications. It was reported that since the end of (B)(6) the pump had been causing a lot of pain. The patient reported that she could not sleep more than an hour at night and could not find a comfortable position. The patient reported that when she started having the pain she put a heating pad on. The patient reported that her pump did not have any medication in it at the time of this report; the patient reported it used to have dilaudid. The patient reported that when the pain started there was no medication in the pump. The patient reported that her pump had been alarming for over a year and she wanted to have it removed. There was no out of box failure reported. There was no reported medical or therapy problem associated with small parts. It was reported that the patient was redirected to follow up with a healthcare professional to discuss having the pump removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not found a physician to manage her pump. The pump alarm was first noticed on (B)(4). The cause of the pump alarm was that the pump was not refilled. The cause of the pump being empty was that the patient moved to (B)(6). No steps were taken to resolve the empty/alarming pump and symptoms, and those had not been resolved. No further complications were reported.